Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070746.

Event description:
It was reported that patient experienced worsening of neck and left shoulder pain. During a reprogramming, one of the thoracic leads was turned on and the patient felt paresthesia in the implantable pulse generator (ipg) pocket. A fluoroscopy showed that one of the leads migrated to the pocket and was wrapped around the ipg. The patient underwent a repositioning of both leads and doing well post-operatively.